Event description:
Philips received a complaint from customer biomed reporting low tidal volume, low minute ventilation on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and reported the unit generated a co2 rebreathing error message. The rse instructed the bme to set up the unit following the control test settings and a test adaptor. The low leak co2 rebreathing risk alarm continued. The bme reported no occlusions on the exhalation port, nor the proximal port. The bme stated the average air flow was at -0.8, which was at the high end of device specifications. The rse advised a flow accuracy test. The bme reported the device failed the flow sensor accuracy testing, reading low at 1 lpm (liters per minute) when set to higher flows. The unit was not cycling correctly. The blower was working but the unit alarmed with low leak co2 rebreathing risk. Error code 1203 (alarm message: low leak co2 rebreathing risk) noted in event log. The rse advised replacement of the flow sensor assembly or gds (gas delivery system). The bme confirmed the device was resolved of all issues with replacement of the flow sensor assembly. The device successfully passed performance verification testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.